Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon complained of malformed clips. Same device was used to complete the procedure. No adverse consequences reported. The device was discarded. No other details are available.

Manufacturer narrative:
(B)(4). Additional information requested: which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torque or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown.